Event description:
It was reported when the device was used during a low anterior resection procedure, there were no staples deployed. The case was completed using sutures. The o.r. Time was extended by approx 1 hour. There were no other reported pt consequences.